Manufacturer narrative:
Records indicate the device was explanted and the family has retained the device. The local area field representative was contacted for additional information. At this time, no further information is available. This report will be updated should additional information become available.

Event description:
Boston scientific received information that the patient implanted with this pacemaker expired. The patient had been hospitalized for over two weeks and was discharged. The night the patient was discharged they became unresponsive and were brought to the nearest emergency room. The emergency room staff reported to the family that the device was not working. Boston scientific technical services (ts) referred the family member to the patient's cardiologist and the emergency room facility for available records and explanation of the clinical observations.